Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones. This device was then interrogated and found to be at elective replacement indicator (eri). The physician elected to explant and replace this device with a similar device. The explanted device is expected to be returned to guidant to be analyzed for premature battery depletion.